Event description:
Reporter alleged blood glucose measured 289 mg/dl on customers' meter compared to the hosp meter of 90 mg/dl, when testing was performed at the same time. It was stated customer was treated with insulin but customer stated not knowing if timing was sometime before going to the hosp or afterwards, as well as being unsure of how much was taken. A request was made for the return of the suspect device and replacement product was sent.